Event description:
While testing the rem b micro drill during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the rem b micro drill during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found to be built up throughout the inside of the handpiece. Additionally a bearing was stuck in the bottom of the motor.